Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted. Pump was communicated properly to bg meter. No bg meter anomaly noted. Pump had minor scratched display window.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-400 mg/dl. The customer stated that they did a set change and insulin squirted out. The customer stated that insulin did not continue to drop after letting go to the act button. The customer's current blood glucose was 226 mg/dl. The customer reported the drive support cap to appear normal. The customer declined to troubleshoot for high readings. The product was returned for analysis.